Event description:
It was reported that the patient was not feeling stimulation sensation and when she turned it up, it was not covering the pain in her back. The reporter noted that the stimulation was going down the patient¿s legs but was no longer covering her back. It was noted that this started ¿a few months ago.¿ the reporter noted a shocking or jolting sensation. When the patient went in for reprogramming and had adjustments, the patient got a ¿huge jolt¿ and ¿down she went¿ and had to be taken by ambulance to the hospital. It was noted that the patient was told by the health care professional that she had to go to the hospital because it could have turned into a stroke because her blood pressure was so high. The reporter noted the patient was unsure when this happened. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n298169, implanted: (B)(6) 2011. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).